Event description:
Rptr has been having a lot of problems with the taxus stent. The balloon is difficult to withdraw after stent deployment, resulting in telescoping/deep throating of the guide catheter. This is happening at least 1 out of every 3 taxus stents rptr deploys. Rptr is an interventional cardiologist with over 14 years experience with balloons/stents, so rptr does not believe this is operator error. There is a real problem with this device and rptr fears that the number of case reports received is far less than what is actually being experienced in the field.